Event description:
Dexcom sensor reported low blood glucose (43 mg/dl). Blood glucose reading via finger stick was 97 mg/dl. After multiple recalibrations, dexcom reported 77 mg/dl while finger stick was 350 mg/dl. Upon recalibration, dexcom reported "brief sensor issue"; 20 minutes later, dexcom reported" sensor failure - replace sensor". This is the second time in two weeks that this has occurred. Quality control at dexcom is dismal. Pt code: 1905. Device codes: 1661, 2917. Ref report: mw5174296.